Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: according to the inspection results by olympus, the information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. The failure location that may have contributed to the occurrence of the customer's indicated event could not be confirmed from the repair inspection results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited the adhesive part of the lighting lens was peeling off. There was no patient involvement.